Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was called and reported that they received emergency medical assistance on (B)(6) 2018 with a blood glucose of 37 mg/dl and alleged an insulin over-delivery. The customer was at 132 mg/dl at the time of the call. The customer was treated with intravenous fluids. The customer experienced symptoms such as unresponsiveness. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Additionally, the customer mentioned 4 instances in which ems treated them for low blood glucose. No further details were provided regarding those incidents. The customer also stated that their blood glucose was 200 mg/dl at the time of call due to the insulin pump cancelling their boluses. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump will not be returned for analysis.